Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a pocket revision procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient was unable to charge the ipg without discomfort due to weight loss. The patient underwent a pocket revision procedure. The patient was doing well post-operatively.